Event description:
Indication for procedure: malfunctioning ra lead with bilateral, occluded subclavian veins. Case summary: this was a left-sided, lead removal case performed in the operating room. The md began by prepping the ra lead and lasing with a 14f sls, with the addition of a 14f visisheath (outer sheath). The ra lead's implantation date was 19 yrs and 5 mths prior; the rv lead was 11 yrs and 4 mths. There was significant fibrosis on the ra lead, occlusion in the vessel, but the lead was able to be extracted completely. The visisheath remained in place in order to retain access to reimplant the new ra lead. The pt's blood pressure reportedly began to decline but was being managed appropriately. Due to the vessel occlusion, a guide wire was unable to be passed through the remainder of the vessel and into the right atrium in order to implant the new ra lead. The rv lead needed to be extracted to allow room for the reimplantation.

Manufacturer narrative:
The md began with the 12f sls, but up sized to the 14f sls after the level of occlusion and fibrosis was deemed too severe. After lasing without much progression, the CT surgeon assumed care of the pt and resumed lasing with the 14f sls with the visisheath. The rv lead began unraveling, but was successfully removed. Again, the pt's blood pressure began to decline, but was stabilized once again. During the reimplantation of the ra/rv leads, the pt's vitals began to drop and it was determined that the pt most likely suffered a perforation and an open-chest procedure was initiated. Two tears were found and successfully repaired, one in the innominate vein and the other in the svc. At this time, two epicardial leads were placed. Pt outcome: stable post-operatively. Device analysis: none of the spnc devices were retained for return investigation, as they were disposed of during the open-chest procedure. No serial #s were recorded, thus no lot history review was able to be done. Consistent with clinical data and risk analysis, this was a high risk case that was appropriately planned for by the physician and hospital staff.